Event description:
It is reported that the patient is experiencing a catch in the knee. Additionally, the patient underwent an unknown procedure for infection on (B)(6), 2014.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. Attempts have been made to obtain additional information; however, no information has been received to date. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.